Event description:
It was reported that a distal embolization occurred, requiring additional intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, a distal embolization occurred. An additional aspiration procedure was performed to release the embolization. The procedure was successfully completed. No further complications were reported.

Manufacturer narrative:
Sections updated in first supplemental report: b3- date of event corrected b5- additional information added d4- model number, lot number, catalog number, expiration date, and unique identifier added g4- premarket / 510(k) # added.

Event description:
It was reported that a distal embolization occurred, requiring additional intervention. A jetstream atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, a distal embolization occurred. An additional aspiration procedure was performed to release the embolization. The procedure was successfully completed. No further complications were reported. It was further reported that the target lesion was located in the distal left superficial femoral artery and the embolization site was the left popliteal artery. Catheterization was attempted, but it was left as it was because it was difficult to treat. Therefore, the patient outcome was not recovered.